Manufacturer narrative:
The tech isolated the issue to a faulty CPR valve. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates, the head section of the bed is drifting down.